Event description:
In the medical literature, it was reported that between 1997 and 2005, a patient was implanted with a 6mm thin-walled fep ringed gore-tex stretch vascular graft in an above-knee femoropopliteal bypass procedure. It was reported that there was an anastomotic pseudoaneurysm that developed in the groin postoperatively within 11 months after implantation. This was treated by aneurysmectomy and interposition using a 6mm thin-walled fep ringed gore-tex stretch vascular graft.

Manufacturer narrative:
Article is attached. Inoue y, sugano n, jibiki m, et al. Cuffed anastomosis for above-knee femoropopliteal bypass with a stretch expanded polytetrafluoroethylene graft. Surgery today 2008; 38:679-684.